Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer originally reported that the product was defective and an error message was being delivered by the system. A photo sample of the device was provided and the photo showed a piece of the active waveguide disengaged from the device. The broken piece was present in the photo.

Manufacturer narrative:
One photo of a sonicision cordless ultrasonic dissector was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the of the photo revealed that the waveguide had fractured and the tip had broken off. The broken tip was displayed in the photo. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer originally reported that the product was defective and an error message was being delivered by the system. A photo sample of the device was provided and the photo showed a piece of the active waveguide disengaged from the device. The broken piece was present in the photo.